Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/28/2015 with the following findings: there were pump reboots and voltage drops observed in the black box. The pump powered on with the returned battery cap which was unable to fully tighten. The battery compartment was cracked with evidence of moisture contamination observed inside. Current draws were within specification. There was no evidence of excessive pump temperature duplicated during investigation. The leak test confirmed the battery compartment leak. The pump case was removed and there was no additional moisture or loose components inside the pump. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.